Event description:
On (B)(6) 2011, the pt underwent an emergent endovascular repair of a ruptured dissecting thoracic aortic aneurysm using a gore tag thoracic endoprosthesis (tg3420). Prior to the implantation of the device, a bypass from the right axillary artery was created and the left subclavian artery was embolized with coil. The procedure concluded with no incident. The proximal neck diameter measure 27-30mm. On (B)(6) 2011, f/u CT scan showed a proximal type 1 endoleak. On (B)(6) 2011, the pt was implanted with an add'l gore tag thoracic endoprosthesis to repair the endoleak. On (B)(6) 2011, the pt was discharged with the resolution of the endoleak.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-... The root cause of the proximal type I endoleak is unk.